Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the cement hardened only 6 min in 25c temp operation room during tha (eexter). The surgeon mixed the two packs of cement with revolution for 1 min and the cement was set with the cement gun. The surgeon confirmed that the cement was not sticking to the globe. Then, the cement was inserted into the canal and the stem was inserted. But, the stem could not be inserted to the proper depth because the cement had hardened. The surgeon changed the stem head to the short length (minus neck) but the reduction could not be performed. The surgeon used a small stem instead of it and fixed with the cement. The cement was stored in the refrigerator (5c) for 1 month. It was out 10 minutes before operation. Antibiotic was used (amikacin).